Event description:
As reported, a male pt (B)(6) of age presented for an unspecified procedure. It was reported that the profiler balloon would not deflate. The physician lacerated the fistula upon exiting the entry site. There was no reported permanent harm or injury to the pt due to this product problem. The used pta device is reported to be available for return to angiodynamics for eval.

Manufacturer narrative:
During the review of the mfg records for the lots that was obtained through a ship history review it was observed that the manufactured lots meet all device specs and quality requirements. The reported defective device has been returned to the MFR for a device eval. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).